Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: noise appears in the image due to a faulty scope connector. The most probable cause of the complaint is cause traced to component failure and for foreign matter is present inside the nozzle is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
On hold for rt 10.14.it was reported the colonovideoscope had a vertical stripe of noise in the image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1; (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.